Manufacturer narrative:
(B)(4). The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the crosser catheter was returned and appeared to be clean. The distal tip was examined under magnification and no anomalies were noted. No anomalies were noted to the distal tip or along the length of the catheter. No punctures were present on the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and exited the distal tip of the lumen with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the proximal hub with no issues. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is unconfirmed for the reported material puncture, as no punctures were present on the returned catheter and an in-house guidewire was able to be fully advanced through the catheter without issue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. It is unknown whether the original guidewire contributed to the event. Labeling review: the current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure a .014 guide wire protruded through the side of the recanalization catheter. Another catheter was used with the same guide wire to complete the procedure. There was no reported patient injury.